Event description:
Consumer states that the third time I used my new brush the bristles fell out in my mouth while brushing.

Manufacturer narrative:
Manufacture date updated because product was returned.